Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead was fractured. The fractured lead was capped on (B)(6) 2018 and replaced. No further information was available.

Manufacturer narrative:
The awareness date was previously reported to be (B)(6) 2018 but this follow-up is corrrect that date to be (B)(6) 2018.